Event description:
It was reported that the patient with an implantable cardiac resynchronization therapy defibrillator (crt-d) was concerned the device may not be working. The patient noted irregular pulse and has contacted their physician but has not yet received a response. As of this time device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information. This no longer meet reportable criteria.

Event description:
It was reported that the patient with an implantable cardiac resynchronization therapy defibrillator (crt-d) was concerned the device may not be working. The patient noted irregular pulse and has contacted their physician but has not yet received a response. As of this time device remains in service. No adverse patient effects were reported. Additional information indicates that the patient and the device were evaluated during an office visit. The findings indicated that everything was fine, with no issues attributed to the device and no additional physician recommendations noted.